Event description:
A malfunction alarm described by code malf 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Cts provided instructions to reset the pump, assisted with the reset, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue recurred, to which they acknowledged and understood.